Event description:
Boston scientific received information that during a chronic right ventricular (rv) lead change out , this replacement right ventricular (rv) lead had displayed out of range impedance measurements of greater then 2000 ohms, high pacing thresholds and intermittent capture when connected to the implantable cardioverter defibrillator (ICD). This lead was removed and replaced with another right ventricular (rv) lead. There were no adverse patient effects reported.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated upon completion.

Manufacturer narrative:
Laboratory analysis could not confirm the clinical observations. Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the complete lead was performed. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip were performed. Visual observation noted the presence of full set screw mark noted on proximal terminal pin not at the center but midway to the front edge. Drag lines were noted on is-1 terminal ring. The clear medical adhesive (ma) was torn/separated from the eptfe (gore) at proximal end of the spring electrode and the proximal spring stretched at this point. Traces of tissue was noted in the helix. Resistance tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits.